Event description:
Procedure: anterior lumbar interfusion. Reportedly, the clip legs crossed and cut the vessel. The pt lost 500cc of blood and received 2 units of blood. The surgeon could not control the bleeding, so the procedure was converted to open. Another clip applier was used to repair and control bleeding.